Manufacturer narrative:
A reserved sample from the same cartridge lot number was tested and evaluated by product analysis on 03/14/2014 with the following findings: no defect was found. A visual inspection, a force test and a leak test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered, as the patient filled the cartridge with cold insulin.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: patient has had occasional high blood glucose (bg) levels: last night bg was over 500 mg/dl with no symptoms and negative ketones. Patient changed cartridge and gave a bolus. Reporter notes high bgs seem to occur when there are less than 30 units remaining in his cartridge, but does not look for air in tubing or cartridge. Cartridge is changed about every 3 days. Patient is not present. Customer support (cs) review found that patient is using cold insulin at times. Unsure if proper technique followed until reporter observes the patient. Reporter believes patient is not keeping vial on table then holding down thumb to invert, also unsure how he is removing the air, unsure if tightened properly. Cs instructed mother on slow removal of air bubbles and proper pressurization. Instructed reporter to inspect for air at least twice a day in tubing and also to inspect cartridge on removal from the pump and to not use cold insulin. There is no indication of pump malfunction. This complaint is being reported because the patient experienced hyperglycemia related to the use error, filling the cartridges with cold insulin.